Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he received a replacement pump yesterday and he reprogrammed his replacement pump with an animas representative. An hour after attaching the replacement pump to his body he passed out. His wife called an ambulance. His blood glucose (bg) was 12mg/dl. He was taken to hospital, kept in the ER over night, and discharged today. Bg is currently 383mg/dl. The patient is using injections since bg excursion and will remain on injection therapy until patient sees his regular endocrinologist next week. Customer technical support (cts) reviewed with patient, who reports all settings and rates in pump correct and appropriate. Patient has not bolused with replacement pump yet, no boluses in history. Prime history shows patient primed with 7 units yesterday. No new illness, medications, activity or stressors reported. Insulin has not expired. No change in weight no new diet changes reported. Cts considered this a diabetes management issue and instructed patient that he should discuss bg excursion with his health care provider. This issue is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.